Event description:
It was reported by the surgeon this mitral valve and the tricuspid valve (MDR# 2648612-2010-00011) were explanted because the pt was non-compliant with anticoagulation and the valves became clotted. He indicated, he did not have a complaint regarding the performance of the valves. This mitral valve was replaced with a 27 mm sjm mechanical valve (MDR# 2648612-2010-00013). The pt died on (B) (6) 2009 and the cause of death was not provided.